Event description:
Clinical review rationale: a 45-year-old male with a history of cardiomyopathy, coronary artery disease, diabetes mellitus, and dialysis presented to the operating room on impella cp and rp flex support. The planned procedure was to explant the impella cp and implant an impella 5.5 to achieve goals of heart transplantation. The rp flex device was explanted due to persistent suction events and inadequate rv support despite troubleshooting and optimization. Clinical deterioration correlated with device performance concerns, prompting conversion to protek duo, which resulted in immediate hemodynamic improvement. The event is reportable as a serious injury due to the need for surgical intervention and device replacement. The device is available for return and investigation is pending. The clinical symptoms of cardiac failure and arrythmia improved with the intervention. The patient survived the procedure with no harm.

Manufacturer narrative:
B5 amended from the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 45-year-old was implanted with an impella cp and rp flex support. The planned procedure was to explant the impella cp and implant an impella 5.5 to achieve goals of heart transplantation. The rp flex device was explanted due to persistent suction events and inadequate rv support despite troubleshooting and optimization. Clinical deterioration correlated with device performance concerns, prompting conversion to protek duo, which resulted in immediate hemodynamic improvement. The cardiac failure and arrythmia improved with the intervention. The patient survived the procedure.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: arrhythmia: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac failure: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the root cause of the low pump flow was not established as there were no data log abnormalities and no low pump flow on returned product.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac failure: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: a kink in the catheter was observed just below the motor housing. The pump was run in the lab and low pump flow issue did not reproduce. The logs from the case were analyzed and no low pump flow occurrence was observed at the different p-levels the pump was run at. There were no motor current trends or spikes and no issue alarms. The root cause of the low pump flow was not established as there were no data log abnormalities and no low pump flow on returned product device history review: the device passed all post sterile inspection checks.